Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. B61389, b30421) for female sterilisation. The patient had a medical history of miscarriage in 2011 and anemia and asthma. Previously administered products included: ferrous sulfate, prenatal vitamins [minerals nos;vitamins nos] and metformin. The patient had a family history of diabetes, blood pressure high and cancer (maternal aunt : cancer). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3089 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysteroscopy, laparoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 50.135 kg/sqm. [Pathology test] on (B)(6) 2022: diagnosis: endometrium curretings: disordered proliferative phase endometrium with glandular/stromal breakdown and polyp fragments; ectocervical squamous mucosa present. Specimens received: endometrium curretings; cyst, right para tubal; hardware left essure device; hardware, right essure device. Gross description: received in formalin labeled with "left essure device" is a 8.1 cm in length, 0.1 cm in diameter metallic gray coiled wire with a moderate amount of attached purple-tan smooth and glistening fibrous tissue which is sect ioned to reveal tan-white homogenous cut surfaces without grossly identifiable masses or lesions. Received in formalin labeled with "right essure device" is a 6.1 cm in length, 0.1 cm in diameter metallic gray coiled wire with a moderate amount of attached purple-tan smooth and glistening fibrous tissue which is sectioned to reveal tan-white homogenous cut surfaces without grossly identifiable masses or lesions. The most recent follow-up information incorporated above includes data received on: 19-oct-2023: medical record received. Lot number reporter, medical history, lab test (surgical pathology report) added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On 01-jan-2022, 2922 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (essure removal surgery). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 17-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 34 year-old female patient who had essure inserted (lot no. B30421, b61389) for female sterilisation. The patient had a medical history of miscarriage in 2011 and dyspareunia (dyspareunia, female), pelvic pain (pelvic pain in female, pelvic pain and perineal pain), dysmenorrhea, polycystic ovarian syndrome, menorrhagia, asthma, anxiety, smoker (smoked tobacco : current every day smoker), iodine allergy, morbid obesity (44.31 kg/m2), obesity (bmi 50.135), fruit allergy (aaphylaxis), alcohol use (drug use : yes, marijuana), anemia and asthma. Previously administered products included: ferrous sulfate, minerals nos;vitamins nos and metformin. The patient had a family history of diabetes, blood pressure high and cancer (maternal aunt : cancer). On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2022, 3089 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (hysteroscopy, laparoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 50.135 kg/sqm. [Pathology test] on (B)(6) 2022: diagnosis : endometrium curretings: disordered proliferative phase endometrium with glandular/stromal breakdown and polyp fragments ectocervical squamous mucosa present. Specimens received: endometrium curretings cyst, right para tubal hardware left essure device. Hardware, right essure device gross description: received in formalin labeled with "left essure device" is a 8.1 cm in length, 0.1 cm in diameter metallic gray coiled wire with a moderate amount of attached purple-tan smooth and glistening fibrous tissue which is sect ioned to reveal tan-white homogenous cut surfaces without grossly identifiable masses or lesions. Received in formalin labeled with "right essure device" is a 6.1 cm in length, 0.1 cm in diameter metallic gray coiled wire with a moderate amount of attached purple-tan smooth and glistening fibrous tissue which is sectioned to reveal tan-white homogenous cut surfaces without grossly identifiable masses or lesions. Lot number: b30421 manufacture date: (B)(6) 2013 expiration date:(B)(6) 2016 lot number: b61389 manufacture date: 2013-08-20 expiration date: (B)(6) 2016. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.